Manufacturer narrative:
Concomitant medical products: product ID 37761, serial# (B)(4), product type: recharger. Product ID 37752, serial# (B)(4), product type: recharger. Product ID 37743, serial# (B)(4), product type: programmer, patient. Product ID 3550-29, lot# n445308, implanted: (B)(6) 2014, product type: accessory. Product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID 37761, serial# (B)(4), product type: recharger. Analysis of the 37761 desktop charger (serial# (B)(4)) found the cable assembly connector pins were broken.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for complex reg pain syndrome type I. It was reported the patient¿s recharger (insr) was not charging and the patient was not able to charge the implantable neurostimulator (ins) because of this. The connector pin snapped off and broke. No patient harm was reported. Upon device return, analysis of the device found the cable assembly connector pins were broken. The incompatible device screen was seen on the insr. The patient got a new desktop charger and attempted to use them. The patient had been using the insr the whole time. The current software was 2.5.00 and the appropriate software for the patient¿s model was 3.0. The rep had a spare insr in her car. The clinician programmer reported the ins was discharged. Additional information received reported the manufacturer representative gave the patient an implantable neurostimulator recharger (insr) and the patient was able to successfully charge their battery. The manufacturer representative was scheduled to meet the patient on (B)(6) 2015 for programming.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.